Event description:
Patient was revised to address a large pseudotumor and metallosis. Update rec¿d 01/19/2015 - patient's medical records were received. Records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 01/21/2015. Update received 4/17/2015. Clinical report states that patient was revised to address a pseudotumor and metallosis. Complaint was updated on 4/20/2015. Update rec'd 04/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient was found to have synovitis. Also noted was minimal wear of the acetabular and femoral components, yellow-pink fluid in the hip capsule, and minimal trunnion corrosion. It was noted the patient had elevated cobalt/chromium levels but at this time the metal ion levels are unknown. The patient's stem is being added to the complaint and reported. The complaint was updated on: 05/19/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2016: litigation received. Litigation alleges pain discomfort, inflammation and elevated metal ion levels. There is no new information that would change the existing investigation. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.